Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The device evaluation did not confirm the internal self-test failure. The evaluation also found that power supply was defective and was replaced to address the issue. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test and the power supply was faulty. There was no patient injury reported as a result of this incident.